Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the system had not booted up successfully as the start-up countdown had gotten stuck at 00:00. Analysis of the system logs indicated that there were errors with the system's serial interface box (sib) cards. The fse replaced the sib box and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. Philips has started an investigation of this complaint.